Event description:
A user facility reported that a patient experienced grid-like pattern scabbing on the left cheek and neck area following a thermage cpt treatment. Thermage was performed on the patient's full face and neck no issues noted. The left face had been treated first. The day following the treatment the patient observed scabbing on the left side of their face and neck in a grid-like pattern. There was no injury of the right face or right neck. It is unknown if any secondary intervention was applied or prescribed after the injury was reported. The patient did not receive any other treatment to the same symptom area on the procedure date or within 90 days prior. The patient does receive thermage treatments in the same symptom area every 6 months for the past 5 years on the same treatment settings with no history of adverse events. Their current status is the injury has improved and the skin is still healing. It is unknown if there will be any permanent damage or scarring. Solta medical branded cryogen and a ¿generous¿ amount of coupling fluid was used with the highest level of treatment at 2.0. No system errors occurred during the procedure. This was the first time the treatment tip was used on a patient. The provider believes the tip was inspected prior to use and was inspected again during the treatment however, it is unknown how often it was checked. No discrepancies on the tip were reported.

Manufacturer narrative:
The treatment tip from the event was discarded. The event data logs have been requested to be returned for evaluation. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts were made to obtain further information regarding the patient event and data logs but they were unsuccessful, and it appears no response will be forthcoming. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No solta serial number was provided for this event. According to the thermage system technical user¿s manual, scabbing is a known possible adverse patient reaction to thermage treatment. Erythema or blanching may occur in mild form and typically resolve within a few hours. However, on rare occasions, erythema has been reported to last longer (up to several weeks). Blanching usually resolves within twenty-four (24) hours. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No correction action is necessary at this time.